Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol was removed due to surgical complications. Additional information was provided indicating that the patient experienced vitreous pressure high, and posterior capsule rent. The lens was removed during the initial procedure and the patient was left aphakic. The surgeon does not suspect the iol for the complication.

Manufacturer narrative:
The lens was returned. Blood and solution is on the lens. One haptic is bent in the distal area. The optic is torn/split/cracked. A cartridge was also returned. The cartridge has small spots of viscoelastic on the outside of the cartridge. The cartridge does not appear to have been used. The cartridge does not show evidence that it has been placed into a handpiece. No damage was observed to the cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported complications could not be determined. Lens damage was observed. The observed lens damage is most likely attributable to the removal procedure as no lens damage was reported by the account. (B)(4).